Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch veriosync meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016 at 07:00am. The patient manages her diabetes by self-adjusting her insulin doses and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that seven days after the alleged issue occurred she developed symptoms of shaky and dizziness however denied receiving any treatment. During troubleshooting the cca noted that there was no apparent misuse of the device and the meter would not power on when prompted by pressing the power button or inserting a correct test strip. Replacement products were sent to the patient. This complaint is being reported as the patient developed symptoms that meet lfs criteria of a serious hypoglycemic event after the alleged meter issue occurred.